Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). In addition to the original fifty-two samples received on 5/5/17, the customer sent an additional sample, received on 5/16/17. One (1) used caresite valve was returned and it was connected to a non-b. Braun administration set. The sample contained a note stating "hbv +, disinfected with phtharal" and the cavity number for the caresite valve was 12b. The returned caresite valve was visually inspected and functionally tested for according to the leakage failure fluid pressure test, per specification. Testing of the returned valve confirmed the reported leakage and visual evaluation of the valve confirmed cracking. Testing of the returned valve confirmed the reported leakage and visual evaluation of the valve confirmed cracking. While we are unable to confirm the specific nature of the reported event, b. Braun medical has initiated a corrective action and preventive action (CAPA) to further investigate incidents of this nature. We appreciate your patients as we continue to work with the manufacturer to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: caresite leaked chemo during use.